Event description:
It was reported to boston scientific corporation that an one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure date is unknown. According to the complainant, during preparation, the physician noticed that the retrieval snare could not open and close. The procedure was completed with another retrieval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the working length of the device was kinked. A functional evaluation found that the loop of the snare could be extended and retracted without issue. Once fully extended the loop was found to be bent slightly. The returned unit was not consistent with the complaint incident that the loop of the device could not open or close. During the evaluation the device was found to function properly. The device was found to be damaged in two locations. It appears that during shipping, storage or preparation the device became kinked and bent. Therefore, the most probable root cause is not confirmed. A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 12692141. (B)(4).

Event description:
It was reported to boston scientific corporation that an one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure date is unknown. According to the complainant, during preparation, the physician noticed that the retrieval snare could not open and close. The procedure was completed with another retrieval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)